Event description:
It was reported that the left ventricular lead exhibited intermittent capture at high outputs. The lead was explanted and replaced. It was also noted that the right ventricular lead was explanted. Furhter information was not provided. The patient was discharged.